Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 1000ml of normal saline at an unspecified rate, via a symbiq pump. At approx 1641, the make adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of 18 million units of penicillin g potassium, at an unspecified continuous rate, for a duration of 24 hours. At approx 1840, the customer contact reported that the nurse noted that the secondary solution container was almost empty and primary solution container was noted to be overfilled. The tubing sets and solution containers were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the primary solution container was hung lower than the secondary solution container.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.